Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during shift check at lifeband and manikin change, the autopulse displayed ua16 (timeout moving to take-up position) and ua 18(max take-up revolution exceeded) error messages. No other information provided , no patient involvement was reported.

Manufacturer narrative:
The customer reported complaint of the autopulse displayed ua16 ((timeout moving to take-up position) and ua 18(max take-up revolution exceeded) error message was confirmed through functional testing. The root cause was determined to be a defective load cells. The load cells were replaced to remedy the issue. After replacement, the autopulse passed functional testing with no issue or faults observed. Visual inspection was performed and a damaged black cover and load plate cover was noted upon receipt. The autopulse is a serviceable as well as a reusable device and was manufactured on 09/30/2015. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. The event log showed no significant issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The date of the event was reported incorrectly in the initial report, the date should be 04/04/2017 and is corrected in this supplementary report.